Event description:
Blister formed, which has risen after a short time and now very hurts, consistent with the integrated plaque heat [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, (B)(4). A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I recently bought a two-pack thermacare back heatwraps. Unfortunately, after the application I had to notice that a blister has formed, which has risen after a short time and now very hurts. The size of the wound matches consistent with the integrated plaque heat. Since I did not expect any complications, I disposed the packaging and unfortunately can not provide any information about the batch number as well as the expiration date. Because this wound was made with the second applied patch and I recently purchased the patches in the pharmacy, I can not imagine that these have expired" action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] . Blister formed, which has risen after a short time and now very hurts, consistent with the integrated plaque heat [burns second degree]. Narrative: this is a spontaneous report from a pfizer-sponsored program, selbstmedikation. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I recently bought a two-pack thermacare back heatwraps. Unfortunately, after the application I had to notice that a blister has formed, which has risen after a short time and now very hurts. The size of the wound matches consistent with the integrated plaque heat. Since I did not expect any complications, I disposed the packaging and unfortunately can not provide any information about the batch number as well as the expiration date. Because this wound was made with the second applied patch and I recently purchased the patches in the pharmacy, I can not imagine that these have expired". Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Sample status: not received. Follow-up (14may2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (08may2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information is expected. Comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Sample status: not received.

Event description:
Event verbatim [preferred term] blister formed, which has risen after a short time and now very hurts, consistent with the integrated plaque heat [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, selbstmedikation. A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I recently bought a two-pack thermacare back heatwraps. Unfortunately, after the application I had to notice that a blister has formed, which has risen after a short time and now very hurts. The size of the wound matches consistent with the integrated plaque heat. Since I did not expect any complications, I disposed the packaging and unfortunately can not provide any information about the batch number as well as the expiration date. Because this wound was made with the second applied patch and I recently purchased the patches in the pharmacy, I can not imagine that these have expired". The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14may2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.